Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcba and powered in service mode, noted multiple transducer events recorded in event log. Perform transducer calibration for pt801 failed. Powered unit in ventilating mode and transducer failure was duplicated. Findings: reported problem was duplicated and isolated to bad transducer. This issue is being addressed in an internal correction.

Event description:
The customer reported that while in pt use, the ventilator gave a 'transducer fault' with audible and visual alarms. The pt was removed from the ventilator and placed on another ventilator, no pt harm.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the MFR.